Event description:
The patient was reportedly experiencing intermittencies, followed by loss of lock. External equipment was exchanged and programming changes were made; however, this did not resolve the issue. Advanced bionics is in the process of gathering more information.